Event description:
During preventative maintenance of the device, the field service representative (fsr) reported that he found the optical encoder on the roller pump turned too easily and had no resistance. There was no patient involvement.

Manufacturer narrative:
Evaluation in progress, but not yet concluded.